Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form and implant log received which identified part/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Litigation papers allege pt is required to live with debilitating pain, suffers inhibition of his ability to walk, has elevated metal ion levels in his blood, and continues to require ongoing medical care.